Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer calling stating her meter is reading low results for her. Asked customer if she is experiencing symptoms of low blood sugar, customer stated she is not and that she is feeling well. Medical attention is not reported as a result of the actual blood glucose results. Customer stated her normal blood sugar range of reading is between 90-125 mg/dl fasting. Back to back blood test, result 72 mg/dl and 76 mg/dl customer stated she is fasting. Customer stated she did open the vial of strips on 4/25/2016 and that she keeps the meter and strips in her bedroom. The test strip lot manufacturer's expiration date is 6/19/2017. Customer had impair vision, was not able to read date and time on the meter memory. Customer stated she run a blood test one time a day every morning before breakfast. The meter memory was reviewed for previous test result history: (B)(6).